Event description:
Patient came in for post-op appt from surgery (B)(6) 2014 and caps are off s1 loose of construct. Surgeon does not plan to operate because she is fused. However, surgeon is concerned with torque limiting handle.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two (2) torque wrenches [product code: 2770-40-510, lot numbers: e0111 and bv681661] were returned to the complaint handling unit (chu) for evaluation. The torque wrenches were sent to the new product development (npd) lab to determine if the wrenches were under torquing, per event description. The devices were inspected via test method (tm-100331 revision g), which is used to test for calibration verification of torque limiting devices. Inspection concluded that the wrenches were over torquing and seized. For lot number bv681661, the wrench was above the upper limit for each torque setting-60ibf/in, 80ibf/in and 100ibf/in. The devices were sent to the global development center (gdc) to be disassembled in order to determine what was causing the handle knobs to seize. It was noted, after disassembly, that the internal components had varying degrees of rust a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the torque wrench over torquing and becoming seized cannot be positively determined. A potential root cause may likely be due to the presence of rust on the internal components of the handle knob. The presence of rust could create friction between the components thereby inhibits the components from rotating freely. This would result in an excessive amount of torsional force needed to enable the wrench to ratchet properly. Over time rust can cause the components to bind together, therefore causing the handle to become seized. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.